Event description:
This is concerning the freestyle libre 3 plus. I have been using the sensor for six years. Within the past five months, the new sensor (3 plus) will no longer communicate with my smart phone as advertised. If I do get a reading it is off by a factor of 100. This product is no longer viable and needs to be taken off the market until abbott labs correct their issues. Thanks.